Event description:
Consumer stated that she went to remove her tampon last night on (B)(6) 2025 and the string, without any resistance, came completely off and left the tampon up inside. Consumer stated that she is has never happened to her before. Consumer stated that she was unable to remove the tampon herself, which resulted in a trip to the emergency room at night to get help removing it.

Manufacturer narrative:
This complaint has been assessed for the lot, product and reason code. No patterns or trends in consumer data have been identified at this time. Data will continue to be monitored.